Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion alert. At the previous follow up approximately six months prior, the estimated battery longevity was at 38 percent. Device data was sent to engineering for review. Data analysis confirmed the device was prematurely depleting and recommended device replacement. This device is expected to be replaced at a future date, however currently remains in service. No adverse patient effects were reported.